Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any actions taken by the customer or technical support.